Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states on 14-apr-2016, on behalf of a plaintiff/plaintiff´s family in united states. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent contraception. Her medical history included 2 parities and one miscarriage in (B)(6) 2008. Three months after procedure, hysterosalpingogram (hsg) was done and confirmed full occlusion of the tubes. In 2009, she began experiencing severe general abdominal pain, abnormally heavy bleeding, severe lower abdominal pain, severe back pain, pain during intercourse, migraines (with no prior history), hair loss and irregular vaginal discharge. She also had extreme abdominal cramping, lower back pain, prolonged menses, excruciating pain, severe menstruating pain, weight gain, metallic taste in mouth, gum issues, extreme fatigue, and the autoimmune disease lichen sclerosus. On (B)(6) 2015, she was forced to undergo a hysterectomy to remove the device. Unfortunately, her physician was only able to remove three-quarters of the device, one quarter of it having migrated somewhere else in her abdomen. Within a week of having the device removed, she felt better immediately. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abnormally heavy bleeding (regarded as genital bleeding) after essure insertion. She was submitted to a hysterectomy (7 years after essure placement); during this procedure her physician was only able to remove three-quarters of the device (regarded as device breakage), one quarter of it having migrated somewhere else in her abdomen. These events are listed in essure's reference safety information, except for the reported device breakage which is unlisted. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, the event was reported in association with essure therapy and no alternative explanation was provided. Therefore; causality with the suspect insert cannot be excluded. Regarding the remaining events, their exact mechanism is unknown (if they occurred as a consequence of essure removal procedure). Nevertheless, given their nature causality cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one quarter of it had migrated somewhere else in her abdomen") and genital haemorrhage ("abnormally heavy bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, miscarriage in (B)(6) 2008 and general anesthesia on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe general abdominal pain / severe lower abdominal pain / extreme abdominal cramping/excruciating pain"), back pain ("severe back pain/ lower back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("physician was able to remove three-quarters of the device"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstruating pain"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), fatigue ("extreme fatigue") and lichen sclerosus ("lichen sclerosus"). The patient was treated with surgery (hysterectomy to remove the device. Surgeon was able to remove three-quarters of the device.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, back pain, dyspareunia, migraine, alopecia, vaginal discharge, menorrhagia, dysmenorrhoea, weight increased, dysgeusia, gingival disorder, fatigue and lichen sclerosus outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, lichen sclerosus, menorrhagia, migraine, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: during essure insertion, the ostia were well visualized. Essure placement was accomplished with two coils visualized on the left and one coil visualized on the right. The placement was quite easy with no complications at all. On (B)(6) 2014: hysterectomy to remove the device. Surgeon was only able to remove three-quarters of the device. One quarter of it had migrated somewhere else in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: tubal occlusion. (B)(6) 2006: bimanual examination reveled the uterus to be normal in the size and shape and her adnexa revelead no masses. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of having a broken micro-insert is an anticipated event and there was not event reported which indicates a new technical failure mode for this device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: reporter (medically confirmed), concomitant product,and insertion information added. Essure model changed to 205. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had abnormally heavy bleeding (regarded as genital bleeding) after essure insertion. She was submitted to a hysterectomy (7 years after essure placement); during this procedure her physician was only able to remove three-quarters of the device (regarded as device breakage), one quarter of it having migrated somewhere else in her abdomen. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, the event was reported in association with essure therapy and no alternative explanation was provided. Therefore; causality with the suspect insert cannot be excluded. Regarding the remaining events, their exact mechanism is unknown. Nevertheless, given their nature causality cannot be excluded. This case was regarded as incident, since device removal was required. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 17-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of having a broken micro-insert is an anticipated event and there was not event reported which indicates a new technical failure mode for this device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had abnormally heavy bleeding (regarded as genital bleeding) after essure insertion. She was submitted to a hysterectomy (7 years after essure placement); during this procedure her physician was only able to remove three-quarters of the device (regarded as device breakage), one quarter of it having migrated somewhere else in her abdomen. These events are listed in essure's reference safety information, except for the reported device breakage which is unlisted. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, the event was reported in association with essure therapy and no alternative explanation was provided. Therefore; causality with the suspect insert cannot be excluded. Regarding the remaining events, their exact mechanism is unknown (if they occurred as a consequence of essure removal procedure). Nevertheless, given their nature causality cannot be excluded. This case was regarded as incident, since device removal was required. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one quarter of it had migrated somewhere else in her abdomen"), device breakage ("physician was able to remove three-quarters of the device"), genital haemorrhage ("abnormally heavy bleeding") and beta haemolytic streptococcal infection ("heavy vaginal group b streptococcus growth") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 606289, 626223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (live births on (B)(6) 1999, (B)(6) 2001)), miscarriage in (B)(6) 2008, general anesthesia on (B)(6) 2006, multigravida, adhd, spontaneous abortion and induced abortion. Patient had social history: smoking-1 pack per day, alcohol- once a month and medical problem tobacco abuse and she does drink alcohol occasionally. She was a former smoker. She quit in 2013. Previously administered products included for an unreported indication: birth control pill from 2003 to (B)(6) 2008. Concurrent conditions included cough, facial puffiness, fever, foreign body aspiration, runny nose, sore throat, energy decreased, poor sleep, sneezing, nasal congestion, itchy throat, sore throat, nausea, diarrhea, burning sensation, swelling nos, irregular periods (and pain.), post coital bleeding, overweight, attention deficit disorder, tobacco abuse (1 pack per day) and alcohol use (once a month). Family history included hypercholesterolemia (mother), hypertension and diabetes. Concomitant products included cefalexin (keflex), fluoxetine and retinol (vitamin a). On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstruating pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection") with urinary tract disorder, migraine ("migraine"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"). On (B)(6) 2008, the patient experienced fatigue ("extreme fatigue/fatigue"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe general abdominal pain / severe lower abdominal pain / extreme abdominal cramping/excruciating pain/abdominal pain") and back pain ("severe back pain/ lower back pain/lower back pain/backache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), beta haemolytic streptococcal infection (seriousness criterion medically significant) with vulvovaginal pruritus, vaginal discharge, vulvovaginal pain, vaginal infection and vulvovaginitis, menorrhagia ("prolonged menses/heavy periods"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus") and candida infection ("candidiasis"). The patient was treated with paracetamol (acetaminophen), diazepam, aciclovir sodium (acyclovir alpharma), amoxicillin, metronidazole (flagyl), fluconazole (diflucan), metronidazole, ketorolac tromethamine, zolpidem tartrate (ambien), escitalopram oxalate (lexapro), lisdexamfetamine mesilate (vyvanse), bupropion (wellbutrin), alprazolam (xanax), varenicline tartrate (chantix), surgery (laparoscopic total hysterectomy with bilateral salpingectomy and total hysterectomy) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy and total hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, weight increased, dysgeusia, gingival disorder and lichen sclerosus outcome was unknown and the beta haemolytic streptococcal infection, abdominal pain, back pain, menorrhagia, dysmenorrhoea, fatigue, vaginal haemorrhage, bladder disorder, dyspareunia, alopecia, urinary tract infection, migraine, headache, allergy to metals and candida infection had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, beta haemolytic streptococcal infection, bladder disorder, candida infection, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, lichen sclerosus, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: during essure insertion, the ostia were well visualized. Essure placement was accomplished with two coils visualized on the left and one coil visualized on the right. The placement was quite easy with no complications at all. She had no complications or problems that occurred at the time of essure placement procedure and removal procedure. Essure lot number: 606289 (right); 626223 (left). Essure coils located on right side-1 coil, left side-4 coils. On (B)(6) 2014: hysterectomy to remove the device. Surgeon was only able to remove three-quarters of the device. One quarter of it had migrated somewhere else in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. (B)(6) 2006: bimanual examination reveled the uterus to be normal in the size and shape and her adnexa revelead no masses. On (B)(6) 2014 surgical pathology report result was uterus with cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: benign cervix with nabothian cyst and parakeratosis, weakly secretory endometrium, superficial adenomyosis gross description; within the right and left cornu is a 1.9 x 0.3 cm and a 1.7 x 0.3 cm silver colored coiled metallic wire consistent with essure coils. The essure coils are removed and are saved as requested by patient. The right fallopian tube is 3.5 x 0.6 cm and the left fallopian tube is 4.5 x 0.6 cm. On (B)(6) 2008, she underwent hysterosalpingogram which showed there was no evidence for free intraperitoneal spillage. Findings are consistent with tubal occlusion from essure micro implant. Her healthcare provider told her that the essure device was successfully occluded in the fallopian tubes. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs . Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and mr received,new reporter,patient demographic information, lab data updated ,relevant history,essure indication,lot number and start, stop date updated, new treatment product, new event abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes,dyspareunia (painful sexual intercourse),hair loss, urinary tract infection, headaches, nickel allergy, vaginal itching,vaginal discharge,vaginal pain, lower quadrant pain,heavy vaginal group b streptococcus growth,vaginitis,vulvovaginitis and candidiasis were added.the event fatigue,abdominal pain,lower back pain, heavy periods and backache clubbed with previous events. Outcome of the event added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one quarter of it had migrated somewhere else in her abdomen"), device breakage ("physician was able to remove three-quarters of the device"), genital haemorrhage ("abnormally heavy bleeding") and beta haemolytic streptococcal infection ("heavy vaginal group b streptococcus growth") in a 38-year-old female patient who had essure (ess205) (batch no. 606289, 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (live births on (B)(6) 1999, (B)(6) 2001), miscarriage in january 2008, general anesthesia on 29-aug-2006, multigravida, adhd, spontaneous abortion and induced abortion. Patient had social history: smoking-1 pack per day, alcohol- once a month and medical problem tobacco abuse and she does drink alcohol occasionally. She was a former smoker. She quit in 2013. Previously administered products included for an unreported indication: birth control pill from 2003 to 16-mar-2008 and iud. Concurrent conditions included cough, facial puffiness, fever, foreign body aspiration, runny nose, sore throat, energy decreased, poor sleep, sneezing, nasal congestion, throat irritation, sore throat, nausea, diarrhea, burning sensation, swelling nos, irregular periods (and pain.), post coital bleeding, overweight, attention deficit disorder, tobacco abuse (1 pack per day) and alcohol use (once a month). Family history included hypercholesterolemia (mother), hypertension and diabetes. Concomitant products included cefalexin (keflex), fluoxetine and retinol (vitamin a). On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstruating pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection") with urinary tract disorder, migraine ("migraine"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced fatigue ("extreme fatigue/fatigue"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe general abdominal pain / severe lower abdominal pain / extreme abdominal cramping/excruciating pain/abdominal pain") and back pain ("severe back pain/ lower back pain/lower back pain/backache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), beta haemolytic streptococcal infection (seriousness criterion medically significant) with vulvovaginal pruritus, vaginal discharge, vulvovaginal pain, vaginal infection and vulvovaginitis, menorrhagia ("prolonged menses/heavy periods"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus") and candida infection ("candidiasis"). The patient was treated with paracetamol (acetaminophen), diazepam, aciclovir sodium (acyclovir alpharma), amoxicillin, metronidazole (flagyl), fluconazole (diflucan), metronidazole, ketorolac tromethamine, zolpidem tartrate (ambien), escitalopram oxalate (lexapro), lisdexamfetamine mesilate (vyvanse), bupropion (wellbutrin), alprazolam (xanax), varenicline tartrate (chantix), surgery (laparoscopic total hysterectomy with bilateral salpingectomy and total hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, beta haemolytic streptococcal infection, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, weight increased, dysgeusia, gingival disorder, fatigue, lichen sclerosus, vaginal haemorrhage, bladder disorder, dyspareunia, alopecia, urinary tract infection, migraine, headache, allergy to metals and candida infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, beta haemolytic streptococcal infection, bladder disorder, candida infection, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, lichen sclerosus, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: during essure insertion, the ostia were well visualized. Essure placement was accomplished with two coils visualized on the left and one coil visualized on the right. The placement was quite easy with no complications at all. She had no complications or problems that occurred at the time of essure placement procedure and removal procedure. Essure lot number: 606289 (right); 626223 (left). Essure coils located on right side-1 coil, left side-4 coils. On 15apr2014: hysterectomy to remove the device. Surgeon was only able to remove three-quarters of the device. One quarter of it had migrated somewhere else in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on 18-jun-2008: evice successfully occluded in the fallopian tubes 29-aug-2006: bimanual examination reveled the uterus to be normal in the size and shape and her adnexa revelead no masses. On (B)(6) 2014 surgical pathology report result was uterus with cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: benign cervix with nabothian cyst and parakeratosis, weakly secretory endometrium, superficial adenomyosis gross description; within the right and left cornu is a 1.9 x 0.3 cm and a 1.7 x 0.3 cm silver colored coiled metallic wire consistent with essure coils. The essure coils are removed and are saved as requested by patient. The right fallopian tube is 3.5 x 0.6 cm and the left fallopian tube is 4.5 x 0.6 cm. On (B)(6) 2008, she underwent hysterosalpingogram which showed there was no evidence for free intraperitoneal spillage. Findings are consistent with tubal occlusion from essure micro implant. Her healthcare provider told her that the essure device was successfully occluded in the fallopian tubes. Current weight: 145 lbs. Approximate weight at the time of essure placement: 145lbs . Most recent follow-up information incorporated above includes: on 26-apr-2018: historical drug included iud. All injuries/symptoms resolved after essure removal (events outcome updated). Date of birth updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one quarter of it had migrated somewhere else in her abdomen"), device breakage ("physician was able to remove three-quarters of the device"), genital haemorrhage ("abnormally heavy bleeding") and bacterial vulvovaginitis ("heavy vaginal group b streptococcus growth") in a 38-year-old female patient who had essure (ess205) (batch no. 626223 (valid)/ 606289 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (live births on (B)(6) 1999, (B)(6) 2001)), miscarriage in (B)(6) 2008, general anesthesia on (B)(6) 2006, multigravida, adhd, spontaneous abortion and induced abortion. Patient had social history: smoking-1 pack per day, alcohol- once a month and medical problem tobacco abuse and she does drink alcohol occasionally. She was a former smoker. She quit in 2013. Previously administered products included for an unreported indication: birth control pill from 2003 to (B)(6) 2008 and iud. Concurrent conditions included cough, facial puffiness, fever, foreign body aspiration, runny nose, sore throat, energy decreased, poor sleep, sneezing, nasal congestion, throat irritation, sore throat, nausea, diarrhea, burning sensation, swelling nos, irregular periods (and pain.), post coital bleeding, overweight, attention deficit disorder, tobacco abuse (1 pack per day) and alcohol use (once a month). Family history included hypercholesterolemia (mother), hypertension and diabetes. Concomitant products included cefalexin (keflex), fluoxetine and retinol (vitamin a). On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstruating pain/dysmenorrhea (cramping)"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection") with urinary tract disorder, migraine ("migraine"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced fatigue ("extreme fatigue/fatigue"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe general abdominal pain / severe lower abdominal pain / extreme abdominal cramping/excruciating pain/abdominal pain") and back pain ("severe back pain/ lower back pain/lower back pain/backache"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis (seriousness criterion medically significant) with vulvovaginal pruritus, vaginal discharge, vulvovaginal pain, vaginal infection and vulvovaginitis, menorrhagia ("prolonged menses/heavy periods"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), lichen sclerosus ("lichen sclerosus") and candida infection ("candidiasis"). The patient was treated with paracetamol (acetaminophen), diazepam, aciclovir sodium (acyclovir alpharma), amoxicillin, metronidazole (flagyl), fluconazole (diflucan), metronidazole, ketorolac tromethamine, zolpidem tartrate (ambien), escitalopram oxalate (lexapro), lisdexamfetamine mesilate (vyvanse), bupropion (wellbutrin), alprazolam (xanax), varenicline tartrate (chantix), surgery (laparoscopic total hysterectomy with bilateral salpingectomy and total hysterectomy) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy and total hysterectomy). Essure (ess205) was removed on 15-apr-2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, bacterial vulvovaginitis, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, weight increased, dysgeusia, gingival disorder, fatigue, lichen sclerosus, vaginal haemorrhage, bladder disorder, dyspareunia, alopecia, urinary tract infection, migraine, headache, allergy to metals and candida infection had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, candida infection, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, headache, lichen sclerosus, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: during essure insertion, the ostia were well visualized. Essure placement was accomplished with two coils visualized on the left and one coil visualized on the right. The placement was quite easy with no complications at all. She had no complications or problems that occurred at the time of essure placement procedure and removal procedure. Essure lot number: 606289 (right); 626223 (left). Essure coils located on right side-1 coil, left side-4 coils. On 15apr2014: hysterectomy to remove the device. Surgeon was only able to remove three-quarters of the device. One quarter of it had migrated somewhere else in her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6)2008: evice successfully occluded in the fallopian tubes 29-aug-2006: bimanual examination reveled the uterus to be normal in the size and shape and her adnexa revelead no masses. On (B)(6)2014 surgical pathology report result was uterus with cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: benign cervix with nabothian cyst and parakeratosis, weakly secretory endometrium, superficial adenomyosis gross description; within the right and left cornu is a 1.9 x 0.3 cm and a 1.7 x 0.3 cm silver colored coiled metallic wire consistent with essure coils. The essure coils are removed and are saved as requested by patient. The right fallopian tube is 3.5 x 0.6 cm and the left fallopian tube is 4.5 x 0.6 cm. On (B)(6)2008, she underwent hysterosalpingogram which showed there was no evidence for free intraperitoneal spillage. Findings are consistent with tubal occlusion from essure micro implant. Her healthcare provider told her that the essure device was successfully occluded in the fallopian tubes current weight: 145 lbs. Approximate weight at the time of essure placement: 145lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.